Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were hard to press down but now more recently need to press a certain spot to get the button to respond. Customer's blood glucose level was unknown. Customer also stated that the numbers are not ramping on their own, scroll bar was not moving with no input and center button was unresponsive. It was also stated that there was crack on back of battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. Device was also received with the case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.